Event description:
The manufacturer received a voluntary medwatch (mw5104936) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop rhabdomyolysis. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged I began feeling irritability. Hyperactivity and tearfulness and personality changes that were unusual for myself. I had a burning sensation and lung irritation tightness in chest area. Along with a burning feeling around mouth and face. I began experiencing severe muscle cramping on muscles throughout body, followed by weakness and nerve pain. I was hospitalized for rhabdomyolysis. I now have weakness and pain in arms and legs with continued lung irritation and asthma like symptoms. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 (health effect - clinical code) has been corrected and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.